Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inquired if their fill estimate was accurate. During troubleshooting with tandem technical support it was confirmed that the fill estimate was accurate. Customer had elevated blood glucose levels (279 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels.